Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the connection prongs at the end of the inserter bent and snapped off causing the inserter to no longer be of use and one of the arms of the removal tool snapped off. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the type of procedure involved during the incident was a corpectomy.

Manufacturer narrative:
H3: product analysis of product# (B)(4), lot# rs19e022 visual and microscopic examination confirmed that one of the connection prongs at the end of the inserter was bent. This is consistent with overload. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.